Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that when an attempt was made to turn the actuator knob for clip deployment, the knob would not turn and required intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve leaflets and the deployment steps were performed per the instructions for use (IFU). The arm positioner was confirmed to be in neutral and the two ends of the gripper line were inspected. The release pin was removed from the delivery catheter (dc) handle. When an attempt was made to turn the actuator knob counter clockwise, the knob could not be turned. The arm positioner was again confirmed to be in the neutral position. A clamp was then used to turn the actuator knob, but the inlay did not turn, and the actuator knob could be dismantled from the shaft. A clamp was then used to turn the inner shaft 8 times counter clockwise. The shaft was retracted approximately 1 cm, and the clip deployed successfully. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulty to rotate the actuator knob counter clockwise was confirmed during device analysis. A review of the lot history record for the reported lot revealed no exceptions that would have contributed to this issue, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. Based on an expanded review, the issue appears it may be related to manufacturing. Although a product issue was identified, it was concluded that this issue does not affect a population beyond the original complaint device; therefore no product action is required. The performance of these devices will continue to be monitored.